Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. As per information from the implant registration card, 3 channels were outside of the cochlea since initial implantation and likely the electrode array additionally migrated out of cochlea, leading to an electrical stimulation in the middle ear which may have caused the reported facial stimulation. Damages found during investigation are most likely due to explantation. This is a final report.

Event description:
It was reported that the patient had poor performance with the device. The patient has been re-implanted.

Event description:
It was reported that the patient had poor performance with the device. The patient has been reimplanted.